Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump showing a negative fill estimate while caller expected a much higher amount despite insulin being delivered and standard filling steps being followed. There was no reported impact to the customer¿s blood glucose level. Customer agreed to load new cartridge with guidance from technical support, declined test bolus to confirm updated estimate, and planned to monitor pump and follow up if necessary, with no additional information received regarding the outcome of the event.